Event description:
Over the course of a year multiple patients were treated by the same physician in (B)(6). Complications were reported between two different locations each having their own device. Reported complications included: poor results and contour deformities in approximately 35 patients. Necrosis and scarring in approximately 10-15 patients. Skin color changes in approximately 20-30 patients and one patient experienced burn. Both devices operated within specification and performed as intended. With the exception of the burn, poor suction technique post laser treatment is thought to be the cause of complications.

Manufacturer narrative:
At the time of device installation the distributor confirmed both devices were working within specifications. Additionally, (B)(6) post installation the distributor also verified both devices were operating within specifications. Both device facilities as well as the treating physician believe the devices operated as intended over the course of the year. After reviewing several of the cases with physicians trained in plastic surgery, it was believed these incidents occurred as a result of poor suction technique and were unrelated to the laser system. The physician is no longer using these devices. According to the user facilities none of the patients were hospitalized and did not experience infection. Patient's skin discoloration is improving post peels and microderm abrasion. Scarring is also improving with silicone pad applications.